Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01433.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils and ten additional coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil into the hub of the microcatheter and, therefore, the smart coil was removed. The physician then felt slight resistance advancing a new smart coil through the hub, however, was able to advance into the microcatheter. While advancing within the microcatheter, the physician felt more resistance and, therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient. It was reported that the introducer sheath of a smart coil (f74900) accidentally became kinked 6 cm from the distal tip while being inspected by the distributor.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent approximately 11.0, 32.0, 57.0, 68.0, 79.0, 92.0, 123.0, and 130.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coils along its length. The introducer sheath was ovalized approximately 6.0 cm from the distal tip. While attempting to advance the smart coil pusher assembly through its introducer sheath from its returned position, resistance was encountered and the device was stuck in its introducer sheath. Conclusions: evaluation of the returned smart coils revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement through the microcatheter, damage such as this may occur. If damage such as offset coils are present, resistance may be felt when advancing the device. During functional testing, both embolization coils were unable to be advanced through their introducer sheaths. If the offset coils are present before functional testing during evaluation, it is likely that the embolization coil may not advance through its sheath. No other devices associated with the complaint were returned for evaluation. Further evaluation of the first smart coil revealed the introducer sheath was ovalized. This may have created additional resistance when advancing the coil possibly contributing to the offset coil winds observed on the returned device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01433.